Event description:
As reported by our edwards lifesciences japanese affiliate, a balloon leak was observed on the commander delivery system. After the deflation of the delivery system balloon, blood was seen in the inflation device. The valve showed a 'little indentation', but post-dilation was not executed as the calcification on the aortic valve was severe. There was no significant paravalvular leak, and the valve gradient was stated as 'tolerable'. Upon inspection of the delivery system, a pinhole was found. There was no withdrawal difficulty of the delivery system reported, therefore the balloon leak may have occurred during or at the end of valve deployment. There was no report of a patient injury or plans for additional intervention.

Manufacturer narrative:
Investigation is ongoing. Device discarded at the facility.

Manufacturer narrative:
A supplemental MDR is being submitted for correction and additional information based on the device evaluation. The following sections of this report have been updated: h.6 component codes, h.6 type of investigation, h.6 investigation findings, h.6 investigation conclusions. The edwards commander delivery system was not returned to edwards lifesciences for evaluation. Without the device returned for evaluation, visual inspection, functional testing, and dimensional analysis were unable to be completed. Imagery was not provided for review. All inspections are conducted on 100% of units, except in the case of product verification (pv) testing, where the tested units are chosen on a sampling basis. Additionally, the work order of this device underwent product verification testing as a requirement for lot release. Lot samples were taken for testing. Of note, no failures occurred during the product verification testing and the lot was released. These inspections and tests during the manufacturing process support that it is unlikely that a non-conformance contributed to the reported complaint. A device history record review (DHR) was performed and did not reveal any manufacturing nonconformance that would have contributed to this complaint event. A review of the lot history revealed no other similar returned complaints for the trend categories. The instructions for use/training manuals were reviewed for guidance/instruction involving the commander delivery system usage. Based on the review of the IFU/training manuals, no deficiencies were identified. The delivery system balloon leak event was unable to be confirmed as neither the device nor applicable procedural imagery was provided for evaluation. As the delivery system is 100% inspected and tested for leakage and no leakage was observed during device prep, it is likely the reported pinhole occurred during the procedure. Calcification can create sharp nodules that can compromise the balloon integrity. If the balloon interacted with the calcification, this may cause damage to the balloon and result in the reported blood observed in the inflation device upon deflation. However, without applicable patient/procedural imagery, a definitive root cause is unable to be determined. Available information suggests that patient factors (calcification) may have contributed to the event. The IFU and training manuals have been reviewed and no inadequacies have been identified with regards to warnings, contraindications, and the directions/conditions for the successful use of the device. Complaint histories for all reported events are reviewed against trending control limits monthly, and any excursions above the control limits are assessed and documented as part of this monthly review. No IFU/labeling/training manual inadequacies were identified. Therefore, no corrective or preventative action nor product risk assessment is required at this time.